Manufacturer narrative:
(B)(4).a correlation between the device and the reported strokes could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital for having a supratherapeutic inr of 8. The patient reportedly developed a subdural venous intracranial bleed and was taken to the operating room for evacuation. Another intracranial bleed occurred and the patient was taken to the operating room for a second evacuation. At this time, the patient experienced a catastrophic ischemic stroke reported to be due to the procedure. Care was withdrawn and the patient expired on (B)(6) 2015.